Manufacturer narrative:
Analysis of the arm 9734252 vertek ii (lot #: 2024/100831, lot/ serial #: (B)(4)) found a malfunction, as the starburst end of the arms were locked up. The returned arms were very worn with many nicks and scratches and the joints of the arms had visible rust. Product event summary: damaged instrument: vertek arms (pn 9734252). Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI #: (B)(4), product ID: 9734252; serial/lot #: (B)(4), product ID: 9734252, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that two articulating arms wouldn't tighten. There was no patient present.